Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open ¿ efaa/establish final arm angle/testing the lock) and difficult positioning associated with difficult to curve were not confirmed via returned device analysis. The reported improper or incorrect procedure or method (failure to follow steps / instructions) during use could not be replicated in a testing environment as it was user technique related. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported unintended movement associated with clip opened during efaa/testing the lock and difficult curving the device appears to be related to the user error. The user error (improper or incorrect procedure or method) was due to the user curving the device more than 90 degrees. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4. It was noted that the mean pressure gradient was 1mmhg. One clip was successfully implanted. To further reduce mr, an additional xtw clip (50911r1124) was inserted and placed on the mitral valve. However, while establishing final arm angle (efaa), it was observed the clip continuously opened. Troubleshooting was performed, but the issues continued to occur; therefore, the clip delivery system (cds) was removed and replaced. It was noted that the cds was curved more than 90 degrees and was difficult to apply the m knob. Two clips were then implanted. To further reduce mr, an additional clip (50911r1125) was inserted and grasping was performed. However, after the leaflets were grasped, the mean pressure gradient increased to 8mmhg. Therefore, the clip was removed and the procedure was discontinued. Mr was reduced to a grade of 2. There was no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.